Event description:
After processing and steam autoclaving of a pair of internal defibrillator electrodes the sterile processing technician noted separation of the thermoplastic electrode insulation from the top of the metal electrode. The electrode is a removable threaded spoon which comprises of a molded thermoplastic insulation shielding. The electrode was estimated to be in its 50 or 60 processing cycle. The electrode was rated by the manufacturer to be able to undergo 100 sterilization cycles. The electrode does not have any identifying information on the device to record or determine number of cycles. Additional electrode inspection noted additional separation of the thermoplastic insulation from the metal surface.manufacturer response:the manufacturer informed the user facility that internal paddles have a fixed sterilization cycle of 100. The user facility informed the manufacturer that no lot numbers, unique identification numbers, or other identification methods are printed on the paddles to determine cycle history. The facility determined by case load and inventory of electrodes that less than 60 cycles were performed on these reported electrodes.